Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was dropped and the bottom of the insulin pump detached. The customer's blood glucose was 10 mmol/l at the time of incident. The customer stated that they had to tape the bottom of the insulin pump in place. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a detached end cap. The insulin pump had minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and broken pump belt clip. The insulin pump was retuned without the original pump belt clip; unable to verify damage on belt clip.